Event description:
It was reported that a cartridge change error occurred with multiple cartridges. Blood glucose value was recorded at 119 mg/dl. The device is being returned, and a replacement pump was provided.